Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 03-dec-2018. This spontaneous case was reported by an other and describes the occurrence of medical device removal ("hysterectomy") and infection ("massive infection") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced infection (seriousness criterion hospitalization). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081344) on 03-dec-2018. The most recent information was received on 03-mar-2021. This spontaneous case describes the occurrence of embedded device ('within the myometrium at the left and right cornua in, a single metallic essure coil is identified'), infection ('massive infection') and device breakage ('fragments of essure coil material') in a 36-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included uterine bleeding, pelvic pain, adenomyosis and fibroids. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced infection (seriousness criterion hospitalization), 6 years 11 months after insertion and 2 months 11 days after removal of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, infection and device breakage outcome was unknown. The reporter considered device breakage, embedded device and infection to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Discrepancy: date of insertion previously reported as (B)(6) 2015 now it is reported (B)(6) 2016. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-mar-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 03-dec-2018. The most recent information was received on (B)(6) 2021. This spontaneous case describes the occurrence of embedded device ('within the myometrium at the left and right cornua in, a single metallic essure coil is identified'), infection ('massive infection') and device breakage ('fragments of essure coil material') in a 36-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included uterine bleeding, pelvic pain, adenomyosis and fibroids. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced infection (seriousness criterion hospitalization), 6 years 11 months after insertion and 2 months 11 days after removal of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, infection and device breakage outcome was unknown. The reporter considered device breakage, embedded device and infection to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Discrepancy: date of insertion previously reported as 16-dec-2015 now it is reported (B)(6)2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: " previously reported event medical device removal replaced with within the myometrium at the left and right cornua in, a single metallic essure coil is identified. Other event fragments of essure coil material added and made medically significant and intervention required due to surgery. Reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.